Event description:
This case was initially received via regulatory authority (B)(6) on 19-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic periods") and breast cancer ("discovery of a left breast carcinoma") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 27 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), breast cancer (seriousness criterion medically significant), back pain ("lower back pain"), sciatica ("recurrent sciatica / cruralgia"), musculoskeletal pain ("muscle pain and joint pain (with increasing difficulty walking without holding on to the wall!)/shoulder pain"), neck pain ("neck pain"), paraesthesia ("tingling in hands"), burning sensation ("burning sensation under the soles of the feet"), muscle spasms ("legs that jump on their own at rest (muscle spasms?)"), amnesia ("memory loss") and aphasia ("difficulty speaking (mistaking one word for another, searching for words)"). The patient was treated with surgery (hysterectomy) and physical therapy. Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, breast cancer, back pain, sciatica, musculoskeletal pain, neck pain, paraesthesia, burning sensation, muscle spasms, amnesia and aphasia outcome was unknown. The reporter considered amnesia, aphasia, back pain, breast cancer, burning sensation, menorrhagia, muscle spasms, musculoskeletal pain, neck pain, paraesthesia and sciatica to be related to essure. The reporter commented: search for a disease: arthritis, fibromyalgia, sleep apnea, lyme's disease. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was (B)(6). The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-jul-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 413 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 21-jul-2017 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed 413 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.